Manufacturer narrative:
(B)(4) - it is undetermined if the device caused or contributed to the event. Will continue to follow up once more information becomes available.

Event description:
Per end user stated that he lost his balance when he was heading to his bathroom and fell on the walker. John noticed the locking mechanism would not work after he fell on the walker.